Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's health care provider (hcp) reported that the patient came in tonight complaining that their stimulation device was causing them agony. The patient has the implantable neurostimulator (ins) for headaches. Starting today the patient would turn the stimulation up and down, and nothing would happen, but the patient was reporting that the stimulation is what was causing the pain. The hcp turned the patient's ins off and the patient was still feeling electricity and the pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.